Event description:
This notification was opened for review for information received that the dreamstation auto bipap device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found, and error code 22 was present. The device was scrapped by the service center after the evaluation was completed.